Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. On 05 may 2024, it was noted that the patient developed a bruise in the right groin and the site of catheter insertion. The bruise is noted to have spread to the patient's penis and testicles. The patient also complained of a burning sensation causing discomfort in the groin area, but there was no visible sign of skin irritation. No intervention was performed due to the patient's bruises and groin area discomfort. On (B)(6) 2024, it was noted that the patient had began feeling short of breath a few days after procedure, along with an intermittent cough. The patient was also found to have his lower legs swollen (limb oedema). The decision was made to start the patient on lasix.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was no difficulty implanting the 25mm amplatzer amulet occluder. The patient did not have any other clinical signs or symptoms during or after this event. The cause of the patient's various bruises and light edema are attributed to the implant procedure. The cause of the patient's dyspnea and intermittent cough are unknown. There is no allegation of malfunction against the abbott devices or procedure. The patient was recovering at the time of report.

Manufacturer narrative:
An event of patient developed a bruise in the right groin after four days of amulet device procedure was reported. The bruise is reported to have spread to the patient's penis and testicles. It was reported that the patient experienced short of breath a few days after procedure, along with an intermittent cough. Information from field indicated that there was no difficulty implanting the device and the patient did not have any other clinical signs or symptoms during or after this event. There is no allegation of malfunction against the abbott devices or procedure. Based on the information received, the cause of the reported dyspnea and cough could not be conclusively determined. Field indicated that the cause of the patient's various bruises and light edema were attributed to the implant procedure. No intervention was performed due to the patient's bruises and groin area discomfort. The medication was administered for reported dyspnea and cough. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.